Event description:
It was reported that this single chamber pacemaker system exhibited an alert for a high out of range shock impedance measurement of 125 ohms on the right ventricular (rv) lead. The pacemaker system was implanted approximately two months prior to this alert. The products remain in-service. No patient symptoms or adverse patient effects were reported.